Event description:
The following has been reported: new pump from distribution center has minor pump problem. Did hard reboot and problem duplicated, cannot clear. A review of the logs has allowed fresenius kabi engineering to review and identify the following issue: sensor hardware failure (pressure sensor board). Reporting due to referenced issue. No adverse effects were reported. The device was received back for investigation. On 09/07/2022, the lvp was turned on and allowed to sit idle for a few minutes. No alarms occurred. The pump was power cycled and allowed to sit for approximately one hour. No alarms were observed. An infusion was started at 180 ml/hr. A minor pump problem was observed after approximately 1:40 hours. The flowctrl log files for the time period of the test were examined and the messages for the manifold filtered temperatures were extracted. The data was placed in a spreadsheet and was also plotted. The manifold temperatures readings refer to the temperature measurements taken by each of the pressure sensors located on the pressure board, which is mounted to the manifold. The manifold is a block of aluminum so it is expected that all of the pressure sensors will report similar temperatures. Reviewing the plotted data, sensors t1 and t2 report temperatures that deviate from those reported by t3 and t4, which are similar to one another. In the idle state, the differences are small, but once an infusion is started, the deviation increases. Once the worst case deviation between the reported temperatures from the four sensors exceeds 5°c, an alarm occurs. 09/20/2022 replaced pressure board. Ran infusion for 90 minutes at 180 ml/hr. Temperature differential between the four pressure sensors was less than 1° c. Fresenius kabi has performed a retrospective review of complaints associated with this failure mode and has decided to submit an MDR submission as a conservative measure.